Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a hemorrhagic cerebrovascular accident (cva). It was also reported the patient experienced, bleeding including hematoma which required a blood transfusion. There was no information provided on how hemostasis was achieved. The impella was weaned and removed the same day following the cva, and the patient expired three days after explant. The outcome of the patient can not be disassociated from the use of the impella device.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The site reported that the patient suffered a hemorrhagic cva on 24dec2021 after which impella cp was removed, and the patient ultimately expired. The reported cva and patient death were determined to be unrelated to impella as no imaging or evidence of the reported events was provided. Additionally, no product or data logs were provided. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Corrections to the initial MFR report: g1 MDR reporting contact email.